Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had recorded a fault in 2009, most likely due to and/or during the application of electrocautery, rf ablation, or another external energy source. The date of this fault corresponds to the date the patient underwent implantation of a sub-q array lead. Available information indicates the device remains in service with no reported complications. As of today there have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.